Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedances on this left ventricular (lv) lead were intermittently high, including a measurement of greater than 2000 ohms. The patient was also reportedly experiencing diaphragmatic stimulation. The patient's cardiac resynchronization therapy pacemaker (crt-p) was originally programmed to right ventricular only pacing to avoid the stimulation, but was eventually programmed to use an alternate lv pacing vector that avoided stimulation. No additional adverse patient effects were reported. The crt-p and leads remain in service.